Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer called tandem for assistance but had not yet addressed the high blood glucose at the time of the call. Tandem technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to contact support if the malfunction recurred.